Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited the emergency room due to high blood glucose. Blood glucose level at the time of the incident was 440 mg/dl. The customer stated that the insulin pump was not delivering properly because there was a very small amount was used up and the delivered amount did not match the amount of insulin showing on vials. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The auto mode was not active at the time of the incident. The reservoir will not be returned and the insulin pump will be returned for analysis.